Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side ruptured device. The device was explanted.

Event description:
Physician reported a right side ruptured device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight was to the specifications, deformation, and white particles. Cloudiness and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, and no openings or issues related to rupture device were observed.

Event description:
Physician reported a right side ruptured device. The device was explanted.